Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1) and an unspecified bard/davol perfix plug (device #2). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3dmax (device #1) and bard/davol perfix plug (device #2). As reported, the attorney alleges general allegations regarding the bard/davol 3dmax (device #1) and bard/davol perfix plug (device #2) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 9 months post implant of 3dmax mesh, patient was diagnosed with neuralgia thereby underwent nerve block. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2015) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4, e3, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol 3dmax mesh (device #1). Additional supplemental emdr's were submitted to represent the bard/davol perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1) and an unspecified bard/davol perfix plug (device #2). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3dmax (device #1) and bard/davol perfix plug (device #2). As reported, the attorney alleges general allegations regarding the bard/davol 3dmax (device #1) and bard/davol perfix plug (device #2) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information: (B)(6) 2015 - patient was diagnosed with incarcerated right inguinal hernia, left inguinal hernia and umbilical hernia thereby underwent open repair with the implant of 3dmax (device #1) and perfix plug (device #2). Per operative notes, ¿the large sac contains ascites fluid in the sac. The sac was dissected towards the internal inguinal ring and suture ligated was reduced back. The remaining sac was excised. The 3dmax mesh (device #1) was placed. Then, placed a medium perfix plug (device #2) in the internal ring to reinforce the area. A very small indirect hernia sac was easily reduced into the internal inguinal ring on left. A medium patch (device #2) was incorporated into the floor and pubic tubercle and poupart's ligament using sutures. The fascial defect was identified and it appeared a remnant of the large umbilical vein had been thrombosed was still in the area. Due to adhesions in the peritoneal cavity, onlay small size mesh (unknown) was placed using stitches and the umbilicus was inverted and plicated down to the abdominal wall.¿ (note: the umbilical hernia was repaired using unknown mesh) (B)(6) 2017 - during follow up visit, patient had bilateral groin pain thereby underwent bilateral ilioinguinal nerve block and diagnosed with ilioinguinal neuralgia. (B)(6) 2017 - patient was diagnosed with groin pain due to post -hernia ilioinguinal neuralgia thereby underwent dorsal root ganglion stimulation with complex intraoperative programming. Attorney alleged that the patient had infection, pain and emotional injuries. It is also alleged that the patient had suffered from chronic bilateral groin pain and forced to have a dorsal root ganglion stimulation device implanted.